Event description:
The customer reported the au5800 clinical chemistry analyzer generated three (3) false high ise (ion selective electrolyte) na (sodium), k (potassium) and cl (chloride) erroneous patient results on cell 1 on (B)(6) 2022. The customer indicated ise false high patient results occurred on multiple days. The false high results were not reported outside the laboratory. The customer repeated erroneous patient samples and later amended results. There was no report of change to treatment, injury, or death associated to this event. The customer did not provide patient data or demographics. This report will address erroneous results for event date of (B)(6) 2022.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched onsite on (B)(6) 2022 and evaluated the au5800 clinical chemistry analyzer. The fse inspected the instrument and determined buffer valves were defective. The fse replaced all four (4) buffer valves which resolved the issue. No patient demographic information (age, gender, weight, race or ethnicity) was provided section e1 initial reporter phone number is (B)(6). Beckman coulter internal identifier is (B)(4). For erroneous results generated on event date (B)(6) 2022 refer to beckman coulter internal identifier (B)(4). For erroneous results generated on event date (B)(6) 2022 refer to beckman coulter internal identifier (B)(4). For erroneous results generated on event date (B)(6) 2022 refer to beckman coulter internal identifier (B)(4).